Event description:
A (B)(6) customer received a blood glucose reading of 0.7mmol/l on the contour link meter, re-tested on a different meter and the reading was 6.8mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.no product will be returned as it is no longer available.new meter was sent to the customer.

Manufacturer narrative:
The product information was not provided. The manufacture date could not be determined without the product information.